Event description:
Reportedly, a malfunction occurred when firing the premium multifire ta 90, the staples were not formed properly. The staples were well formed proximal and distal on the line of staples, but not in the middle, a second staple line was shot, but this time the staples were not formed at all. Sutures were used to repair the staple line. Due to this incident the pt suffered profuse bleeding requiring blood transfusions and an infection developed. The pt was re operated.